Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump would not switch on" is confirmed. Upon return, a burnt capacitor c82 was noted on the pcb during visual inspection which was likely the cause of the reported problem. The root cause of this complaint is undetermined. A potential cause of component damaged due to short circuit. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) would not switch on. As a result, the customer swapped the iabp for a functioning one. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) would not switch on. As a result, the customer swapped the iabp for a functioning one. There was no report of patient complications, serious injury or death.